Manufacturer narrative:
Based on the information provided and not having the sample returned for evaluation, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date there has been one other complaint reported for this production lot of 500 units released for distribution in (B)(6) 2017. The other complaint was reported simultaneously by the same surgeon with the same complaint. Note:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2018 during the implant of a davol perfix plug and patch the surgeon placed the onlay patch around the spermatic cord and wanted to straighten it with a pair of tweezers (as he always does). As reported when he did this the onlay patch instantly tore. As reported the surgeon completed the procedure, leaving the onlay patch in place. The surgeon reports that this has never happened before. There was no injury to the patient.